Event description:
It was reported that the ambicor penile prosthesis (app) was explanted due to patient dissatisfaction. The patient had trouble inflating and deflating. Also, the patient had difficulty cycling implant, so he left it inflated. The device was removed and replaced. There were no patient complications reported.